Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation-evaluation: on (B)(6) 2025 a 70-year-old male was screened and approved for fenestrated endovascular aneurysm repair (evar); on (B)(6) 2025 he underwent the procedure, receiving a cook zenith flex with spiral-z technology aaa endovascular graft iliac leg (model zsle-16-90-zt) in the right common iliac artery, and intra-operative angiography plus c-arm computed tomography (CT) that day confirmed patent devices with no endoleak or technical complications. The patient was discharged in stable condition on (B)(6) 2025. At routine follow-up 29 days post-procedure ((B)(6) 2025) contrast-enhanced CT revealed a focal dissection of the right iliac artery immediately distal to the zsle-16-90-zt limb; imaging showed all endograft components were patent and exhibited no significant (>50 %) stenosis, endoleak, thrombus, component separation, or other device-related abnormality. The patient was asymptomatic, maintained on antithrombotic therapy, and no further intervention has been required. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The device was not returned for investigation. A vascular surgeon reviewed a post implantation angiogram and confirmed iliac artery dissections distal to the implanted zenith flex with spiral-z technology aaa endovascular graft iliac legs. The dissections were the result of the implantation procedure and stable on follow up cta. The right dissection possibly was related to angioplasty of a stenosis involving the distal right zsle. Additionally, a document-based investigation evaluation was performed. It should be noted that this device is supplied via a one-device lot. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no recorded discrepancies relevant to the failure mode. A complaint history search identified no other events reported for the related failure mode. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 4 warnings and precautions, lengths. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. 5.2 potential adverse events: aneurysm enlargement, aneurysm rupture and death, aortic damage, including perforation, dissection, bleeding, rupture and death, claudication (e.g., buttock, lower limb), endoleak, endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; and corrosion, surgical conversion to open repair. 7.1 individualization of treatment: additional considerations for patient selection include, but are not limited to: patient¿s age and life expectancy, co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity). Patient¿s suitability for open surgical repair, patient¿s anatomical suitability for endovascular repair. Patient¿s ability to tolerate general, regional or local anesthesia. 8 patient counseling information: physicians must advise all patient that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death (see section 5.1, observed adverse events and section 5.2, potential adverse events). The physician should complete the patient i.d. Cad and give it to the patient so that he/she can carry it with him/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). Based on the information provided, no product returned, and the results of the investigation a potential cause has been traced to medical procedure and/or patient anatomy. The image reviewer stated ¿on the post implantation angiogram, the right cia was dissected distal to the zsle. The dissection appearance was unchanged on the follow up cta. The dissection was caudal constraint of the distal zsle caused by a pre-existing cia stenosis. This stenosis was partially dilated during post implantation angiography.¿ the appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device malfunctioned, that a serious injury occurred, or that any cook device caused or contributed to a serious injury.

Event description:
It was reported that a focal dissection was noted by computed topography 29 days post procedure in the bilateral iliac arteries just distal to iliac limbs involving a zenith flex with spiral-z technology aaa endovascular graft iliac leg. A pre-procedure screening was completed on (B)(6) 2025. The male patient was 70 years old at the time of the screening. The most proximal extent of the aneurysm was within 20 mm proximal to the celiac artery. There was suitable proximal seal zone with appropriate length and diameter and it was free from prohibitive occlusive disease, calcification, or thrombus. There was a suitable distal seal zone(s) with appropriate length and diameter. The targeted visceral vessels were of appropriate length and diameter for bridging stent placement. Arterial tortuosity, calcification, and diameter were conducive to placement of an endovascular delivery system. Based on the screening questionnaire, the patient was admitted to the study and imaging was reviewed by the cook planning and sizing team. A pre-procedure clinical assessment was completed on (B)(6) 2025. The patient did not have a previous intervention/surgery in the intended access site. Pre procedure blood lab values as of (B)(6) 2025 (patient was 70 years old). Bicarbonate: 28 mmol/l. Calcium: 9.4 mg/dl. Chloride: 106 mmol/dl. Glucose: 95 mg/dl. Hemoglobin: 13.0 g/dl. Hematocrit: 37.6%. Platelets: 205 10^3/mm^3. Potassium: 4.5 mmol/l. Red blood cells: 4.1 10^6/l. Sodium: 144 mmol/l. White blood cell count: 9.5 10^3/mm^3. Creatinine 1.35 mg/dl. Glomerular filtration rate (gfr): 56.5 ml/min/1.73m^2. A pre-procedure computed tomography angiography (cta) was completed on (B)(6) 2025. There was mild occlusive disease and partial thrombus in the proximal sealing zone. The proximal sealing zone shape was irregular. No calcification was present in the proximal sealing zone. Calcification was described as mild and was present in the right common iliac, right external iliac, left common iliac and left external iliac arteries. Occlusive disease was described as mild in the right and left common iliac arteries. The aorta diameter at the location of maximum aneurysm diameter (outer wall to outer-wall) was 58 mm. The length from the lowest targeted vessel (most inferior aspect) to the aortic bifurcation was 122 (mm) the angulation between the infrarenal aorta and the aneurysm center line was 166 degrees. The maximum angulation above the infra-renal aorta (within region of zfen+ and delivery system was 22 degrees. Anatomical criteria - visceral vessels: the percentage of stenosis was less than 50% for the celiac, sma, right renal, and left renal arteries. The length from the celiac artery ostium to the first major bifurcation was 52.5 mm. The diameter of the celiac artery at the location of intended distal landing zone (outer wall to outer-wall) was 7.9 mm. The length from the superior mesenteric artery ostium to the first major bifurcation was 42.7 mm. The diameter of the superior mesenteric artery at the location of the intended distal landing zone (outer wall to outer-wall) was 7.7 mm. The length from the right renal ostium to the first major bifurcation was 43.3 mm. The diameter of the right renal artery at the location of intended distal landing zone (outer wall to outer-wall) was 5.7 mm. The length from the left renal ostium to the first major bifurcation was 36.9 mm. The diameter of the left renal artery at the location of intended distal landing zone (outer wall to outer-wall) was 4.9 mm. The length from the ostium of the right iliac artery to the first major bifurcation was 67.1 mm. The diameter of the right iliac artery at the location of the intended distal landing zone (outer wall to outer wall) was 13.9 mm. Stenosis (12%) was present in the right iliac artery. The length from the ostium of the left iliac artery to the first major bifurcation was 79 mm. The diameter of the left iliac artery at the location of the intended distal landing zone (outer wall to outer wall) was 13.6 mm. Stenosis (2%) was present in the left iliac artery. The location of intended distal landing zones maintains the patency of the ieft and right internal iliac arteries. The iliac arteries access vessels had a minimum inner diameter from the introduction site to the aorta to accommodate the delivery system of the devices. An independent laboratory reviewed the cta that was completed on (B)(6) 2025, 55 days prior to the procedure. There was no occlusive disease or thrombus present in the proximal sealing zone. Mild calcification was present in the proximal sealing zone. The shape of the proximal seal zone was parallel. Measurements of the lengths and diameters of the targeted vessels were provided. The right and left common iliac, external iliac, and femoral arteries had calcification that was described as mild. No occlusive disease was present in the arteries. Ther was no tortuosity of the iliac arteries. Focal dissection is noted in the left renal artery; thrombus is present in the visceral segment below the seal zone. On (B)(6) 2025, the 70-year-old male patient underwent a fenestrated endovascular aneurysm repair (fevar) under general anesthesia. Ipsilateral access was obtained percutaneously in the left femoral artery. Contralateral access was obtained percutaneously in the right femoral artery. Per operative note dated (B)(6) 2025: preoperative diagnosis: 1.type 4 thoracoabdominal aortic aneurysm. Postoperative diagnosis: 1.type 4 thoracoabdominal aortic aneurysm. Name of operation: 1. Bilateral groin duplex. 2. Percutaneous access of bilateral common femoral arteries with pre closetechnique, 16 fr on right, 20 fr on left. 3. C-arm computed tomography (CT) evaluation of thoracoabdominal aortic segment. 4. Repair of thoracoabdominal aortic aneurysm using 4 vessel fenestrated endograft. 5. Superior mesenteric and celiac artery angioplasty and stenting. 6. Bilateral renal artery angioplasty and stenting. 7. Diagnostic paravisceral, and aortoiliac angiogram. 8. Completion c-arm computed tomography (CT) evaluation of thoracoabdominal aortic segment. 9. Successful deployment of suture mediated closure devices in the pre close technique bilaterally. Indications for procedure: patient with a type 4 thoracoabdominal aortic aneurysm who was referred to me for advanced endovascular repair. I had long discussion with the patient regarding open versus endovascular repair, they were interested in fenestrated repair, and were found to be an adequate anatomical candidate, and thus today's procedure. I had a full discussion of the risks benefits and alternatives of the operation with them both in clinic as well as in the preoperative area today, they signed a consent and agreed to the procedure. Of note, they screened into the zenith fenestrated+ trial operative findings successful exclusion of type IV thoracoabdominal aortic aneurysm. There was no evidence of a type ia or ib, or iii endoleak on completion angiography. Patency of all branch vessels. A small type ii around the left iliac limb, without over evidence of aaa filling from a lumbar. Description of procedure after successful induction of anesthesia, the patient was sterilely prepped and draped in the normal manner. At this time, a time out was conducted with all or staff in agreement. Ultrasound examination of bilateral femoral arteries was performed. A copy of the ultrasound was placed on the patient¿s permanent hospital chart. Bilateral common femoral artery access was obtained. The needle was seen entering the artery and flow in the artery was noted. Bilateral suture mediated closure devices were placed in the pre-close technique. The patient was systemically anticoagulated. We placed a 5 fr pigtail to perform a c-arm computed tomography (CT) for marking. We then used a guide wire ae as well as an mpa catheter to advance into the proximal descending thoracic aortic segment from the groins and switched out for straight lunderquists. Over this on the right groin we advanced a 16 french sheath to the infrarenal aortic segment. We brought the fenestrated main body onto the field (30 x 180 zfen+ device) and confirmed the orientation ex vivo. We then advanced this over the lunderquist wire in the left groin, which is a 20 fr outer diameter. In the a/p projection, we deployed the device is with the orientation such that the celiac and the sma fenestrations were directly opposite those portions of the aorta. The device was completely unsheathed infected orientation. We made minor adjustments during the course. We then cannulated the bottom of the device from the left groin and advanced the sheath into the main body of the device. Then using a steerable sheath, a guide wire, and a cxi catheter we cannulated the superior mesenteric artery, followed by the celiac, followed by the left and then the right renal arteries. These were all switched out for a rosen wires. The main body was deployed, and the aortic component was balloon molded with the appropriate coda balloon. We then deployed a 8 x 28 (competitor) stent in the celiac artery, a 8 x 28 stent in the superior mesenteric artery, a 6 x 28 stent in the left renal artery, and a 6 x 28 stent in the right renal artery. These were all flared appropriately. We then advanced the distal bifurcated component (umb 2.0) from the left groin and oriented this below the renal fenestrations. This was deployed to the contralateral gate. Contralateral gate was then cannulated from the contralateral groin, and we performed a retrograde angiogram of the contralateral iliac bifurcation to measure out the length for the appropriate device. This ended up being a zsle-16-90, deployed with appropriate overlap proximally, and in the distal common iliac artery maintaining perfusion to the hypogastric artery. This was then balloon molded. We then deployed the remainder of the bifurcated device,and similarly performed a retrograde angiogram of the ipsilateral iliac bifurcation to measuring the length of the appropriate device. This ended up being a zsle 16-56, which was similarly deployed with appropriate overlap in the distal common iliac artery maintaining perfusion of the hypogastric artery. We then balloon molded all of the device overlaps. We then performed diagnostic angiography, which demonstrated brisk flow in of all target vessels, with no evidence of endoleak at the level of the graft. Similarly, we performed a c-arm computed tomography (CT) which demonstrated the stents with adequate overlap and expansion without any technical limitations. We were very happy with the technical result. We reversed the heparin with protamine, and deployed the suture mediated closure devices in the bilateral groins in the standard fashion, assuring hemostasis. Both groins were copiously irrigated, the skin was closed. The patient was awoken from anesthesia with pressure held over the groins. The patient was then taken to the ICU in stable condition. They were moving of their bilateral lower extremities symmetrically. Specimens removed none. Estimated blood loss 100 ml intraoperative fluids see anesthesia record counts all sponge, instrument, needle counts were correct at the end of the procedure. Condition on discharge from operating room stable. Complications none apparent. Quality control measures the patient received 2 g of ancef within 60 minutes of procedure time. We utilized approximately 87 cc of contrast and fluoroscopy time was 49.7 minutes (2488 mgy) procedural time (24-hour clock): time arrives in room: 07:26 administration of anesthesia: 07:41 time of first incision or arterial puncture: 08:46 initial catheter inserted: 09:25 final catheter removed 11:35 all incision closures completed: 12:37 time patient leaves room: 12:48 estimated blood loss: 100 cc during the procedure, the patient did not receive any blood bank products. Total contrast volume used during the procedure: 87 ml contrast concentration: 741 ml total fluoroscopy time (from incision to removal): 50 minutes radiation dose (total during procedure): 2488 mgy. The patient had the following devices placed during the procedure: william cook australia, zenith fenestrated plus main body: there was no difficulty flushing the introducer system and removing the release wires. The clinician was able to adequately visualize the device from the start to the end of the implant. There was no difficulty cannulating the fenestrations or retracting the sheath. William cook australia, universal distal body: ipsilateral access was used. There were three stents overlapping with the preceding stent. The clinician was able to adequately visualize the device from the start to the end of the implant. There was no difficulty retracting the sheath or removing the release wires. Cook incorporated zenith flex with spiral-z technology aaa endovascular graft iliac leg: ipsilateral access was used to place the device in the left common iliac artery. There were two stents overlapping with the preceding device. Cook incorporated zenith flex with spiral-z technology aaa endovascular graft iliac leg: contralateral access was used to place the device in the right common iliac artery. There was one and a half stents overlapping with the preceding device. Competitor¿s bridging stent 8 mm x 28 mm: introduced contralaterally, placed in the celiac artery. The clinician was able to adequately visualize the stent from the start to the end of the implant. The inflation pressure used to expand the bridging stent was 8 atmospheres. The stent was flared. A competitor¿s balloon (boston scientific, mustang 10 x 20) was used during flaring. No issues were encountered during flaring. The inflation pressure of the flaring balloon was 11 atmospheres. Competitor¿s bridging stent, 8 mm x 28 mm: introduced contralaterally, placed in the superior mesenteric artery. The clinician was able to adequately visualize the stent from the start to the end of the implant. The inflation pressure used to expand the bridging stent was 8 atmospheres. The stent was flared. A competitor¿s balloon was used during flaring. No issues were encountered during flaring. The inflation pressure of the flaring balloon was 11 atmospheres. Competitor¿s bridging stent, 6 mm x 28 mm: introduced contralaterally, placed in the right renal artery. The clinician was able to adequately visualize the stent from the start to the end of the implant. The inflation pressure used to expand the bridging stent was 8 atmospheres. The stent was flared. A competitor¿s balloon was used during flaring. No issues were encountered during flaring. The inflation pressure of the flaring balloon was 11 atmospheres. Competitor¿s bridging stent, 6 mm x 28 mm: introduced contralaterally, placed in the left renal artery. The clinician was able to adequately visualize the stent from the start to the end of the implant. The inflation pressure used to expand the bridging stent was 8 atmospheres. The stent was flared. A competitor¿s balloon was used during flaring. No issues were encountered during flaring. The inflation pressure of the flaring balloon was 11 atmospheres. A cook incorporated cxi support catheter, rpn: cxi-4.0-35-90-p-ns-0, lot 16139847) was also used in the procedure. Procedural imaging (angiography and cone beam CT with contrast) was completed on (B)(6) 2025. The devices were all patent at the conclusion of the procedure. A type 2 endoleak was present. There was no evidence of device integrity issues. An independent laboratory reviewed the angiography completed on (B)(6) 2025. The devices were all patent at the conclusion of the procedure. There was no evidence of device integrity issues. No endoleaks were present. The patient was not admitted to the intensive care unit (ICU). He began resuming oral fluids on (B)(6) 2025. The patient was discharged on (B)(6) 2025, one day after the procedure. An in-person post procedure clinical assessment was completed on (B)(6) 2025, 29 days post procedure. Since the procedure the patient had not had any significant medical problems or been hospitalized for any reason. The patient was taking antithrombotic medications. A follow up computed tomography (CT) scan with contrast was completed on (B)(6) 2025, 29 days after the procedure. The celiac, sma, right renal, and left renal arteries were all patent within the sent and within the native vessels. All endograft devices were patent and no stenosis greater than 50% was identified in any treated vessel. The diameter at the location of maximum aneurysm diameter (outer-wall to outer-wall) was 56 mm. No endoleaks were present. No component separation occurred. No evidence of device integrity issues was identified. No thrombus was present in any of the study devices. The independent laboratory reviewed the follow up computed tomography (CT) scan with contrast was completed on (B)(6) 2025, 29 days after the procedure. The celiac, sma, right renal, and left renal arteries were all patent within the stent and within the native vessels. All endograft devices were patent. No stenosis was present in the left or right iliac leg grafts. Measurements of the stent graft location, proximal seal zone, and aorta diameters were provided. Bridging stent length of protrusion with ion the aortic lumen of the zfen and the diameter of the flared end of the bridging stent was provided for the treated vessels. The diameter of the right and left common iliac artery at the location of maximum diameter (outer wall to outer wall) was 16.5 mm and 14.5 mm, respectively. No endoleak was present. No component separation occurred. No evidence of device integrity issues was identified. No thrombus was present in any of the study devices. Focal dissection of the left and right iliac arteries was identified just distal to the iliac limbs that were placed bilaterally. At the time of this report, there has been no known treatment. No other adverse effects have been reported. The focus of this report is the focal dissection of the right iliac artery.

Manufacturer narrative:
H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.